Event description:
It was reported that a small volume folfusor underinfused fluorouracil (5-fu) during patient infusion. The device did not empty after a week of use. The device weight changed from 141g to 133g over the course of the infusion. The non-baxter port-a-cath (pac) was checked and there were no issues with flow or patency. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.